Manufacturer narrative:
A1: patient identifier: requested, not provided . A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: staff technologist rt(r). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: antegrade access into the right femoral artery. There was a 7fr short sheath in place. There was an 8fr angio-seal selected for closure after an angiogram confirmed the sheath was in the common femoral artery. The location phase was performed and then moved onto inserting the plug when the technologist came in on a forty-five-degree angle when attempting to achieve the first click. Only one side locked in and when he tried to manipulate the device everything was pulled out of the patient. There was no part of the device left behind, and manual pressure was held without further complication. The estimated blood loss was less than 250cc. Additional information was received on 09jan2026: procedure for the patient prior to the use of the angio-seal was a right lower extremity arteriogram. The patient condition was stable.

Manufacturer narrative:
One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube and hemostasis sheath. The device was visually inspected and was in used condition. The carrier tube and hemostasis sheath were returned partially mated with one latch connected. The carrier tube was fully rear locked. The tubing was not inserted through the sheath. The anchor and collagen were deployed but were not tamped. No other damage or issues were identified. The device was returned and was partially connected with one latch inserted in the hemostasis sheath. The tubing of the carrier tube was not inserted through the sheath. The anchor and collagen were deployed but were not tamped. It is likely that the device was disconnected and reassembled after the event. The carrier tube may not have fully connected to the sheath due to user technique. The cause of the event could not be determined based on the available information. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.